Event description:
It was reported that the patient was hospitalized due to atrial fibrillation. The left ventricular lead exhibited impedance greater than 2500 ohms and loss of capture. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.